Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The lower fractured piece got out from the implant, but the piece was discarded by the dentist. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured, and the bottom part of the screw was removed from the implant.